Event description:
It was reported that patient presented with right ventricular (rv) lead that was exhibiting over-sensing noise and it delivered inappropriate shock. The rv lead was explanted, and new rv lead was implanted. The patient was in stable condition.